Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl). The pod was worn between 36 and 48 hours on the leg. It was noted that the cannula dislodged from the site. Hyperglycemia treated with bolus corrections and a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Cracks were observed in the top housing. It is unknown how or when this damage occurred. No corrosion or evidence of fluid entering the device through these cracks was observed.